Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor was misaligned with stylus, on the programmer display. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: display misalignment was confirmed. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-05-20: the programmer was returned for service.